Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold. In addition, the patient was dependent and was ablated. This lead was surgically explanted. No additional adverse patient effects were reported.